Event description:
It was reported that the asymptomatic patient was in the operating room for an ablation procedure. During procedure, fluoroscopy was performed and revealed the atrial lead had dislodged. On (B)(6) 2015, the patient was admitted to the operating room again for lead revision. The lead was explanted and replaced due to an unrelated complaint. The patient tolerated the procedure well and would continue to be monitored.

Manufacturer narrative:
(B)(4).